Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (corner of belt clip rails), broken belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and blank display. Customer also stated that when they took out the battery the insulin pump was unable to powered. Customer also stated that the contacts on battery cap were missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.